Event description:
Medical status prior to event; good health. Had subcutaneous mastectomy done right and left side of breast with immediate reconstruction in 1984. Signs of having problems were: feeling like having flu all the time, constant pain in arms, hands, fingers, legs, chest, and breast area. Chronic fatigue, always tired, sore throat and rashes, stomach and colon problems, loss of bottom teeth, memory loss, tingling in the legs and arms, crawling feeling going down the arms with burning muscles, bones hurt, back and neck hurt, left side of face is numb, lymph node problems, feet and hand swelling, lumps on joints of hands and on feet, lump in breast, eyes and mouth are extremely dry. Low grade fevers and high blood pressure. These symptoms started to be really noticeable in 1996. After many, many doctors and tests, with doctors' negative reactions, finally able to have surgery for left ruptured implant and excessive amount of silicone on right breast. MRI breast scan showed the rupture in 1997. In 1998, it was explanted. Ongoing problems are pain, memory, fatigue, chest/breast pain. Working 15-20 hrs a week is a problem. Did own business, sold it, couldn't put in the hrs and time it required to be there. Thousands of dollars in medical bills.